Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a downstream occlusion (dso) bubble. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the device did not meet specification. The root cause was determined to be the expulsor. The expulsor was sanded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed accuracy testing by -6.4 percent. The event occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.